Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. The device is being returned for investigation, but not yet received. A follow-up report will be filed once the results have been completed.

Event description:
The customer reported linting blue non-xray cotton towels, 101625, from the cath lab accessory tray/ san5bclsmk. The procedure performed was an coronary angiogram. The cotton towels were used over sterile drapes to hold down equipment on the sterile field. The staff changed out the flush basin causing minimal delay. There was no patient injury.

Manufacturer narrative:
Based on the supplier investigation, the device history record review for lot number 11sf04-sh did not indicate any exception that could lead to the reported incident. The average linting data is 0.2g / 10 pieces. Two pieces of the sample was returned for investigation. The samples were used and lint was wrapped into a piece of gauze sponge. Testing result for linting is 0.002g, which is within the specification =0.38g/10 pieces. According to the supplier, the towel is made of cotton, so lint is born and inevitable. The manufacturer is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: a. Suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process b. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. C. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). D. In the folding process, the manufacturer used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation that occurred in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no other action taken at this time, however, our supplier will continue to monitor the trend of this type of incident.